Manufacturer narrative:
H10: see related regulatory number for the previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep reported that the patient has recently been working with ps to get their controller, belt and rtm replaced (confirmed patient received both, most recently the rtm this week) and they were meeting with the rep earlier today to set up their new components. Rep stated when he was interrogating the patient's ins with his communicator and clinician table, he began to have some difficulty communicating, where it would only communicate intermittently, and he had to move the communicator a foot away from the ins. Rep stated he did pull an mdt file on it. Rep also stated the ins was in a normal position, sitting approximately 1/2 cm under the skin. Rep stated the ins is palpable, not tilted and it feels flat. The patient was reported to have lost a little weight. The caller was not with the patient. Ts sent email to rep in order for rep to respond with the mdt files that he pulled during the clinic visit earlier today. The rep reported the cause has not yet been determined, the logs have been sent for analysis. Actions taken were a different programmer and antenna were tried, as well as tried unpairing and re-pairing. The issue has not been resolved. Logs received. The rep reported the patient (pt) is still having issues with distance telemetry even when externals have all been replaced, but can charge fine when pt sits still. Rep repeated issue of interrogating ins with tablet as well. It's unclear if this distance telemetry issue was a sudden or gradual change. Rep doesn't know if pt has had any falls or trauma. Pt reports getting at least 50% pain relief though pt says stimulation sensation is not as strong as it used to be. Rep to follow up with the pt. Additional information received. Rep reported battery was determined to be eligible for warranty replacement, and replacement of that device has resolved all issues. Please contact the device analysis team for any further information. I do not know what causes they determined. The physician is aware.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6)) identified that the recharge antenna coil was electrically open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient has pain at the ins site. Pt reports today that he has ongoing pain at the ins site which started two weeks ago. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Pt had ins replaced today. All communication anomalies appear to be resolved. Ins will be returned for warranty analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.